Event description:
It has been reported to philips that the system is not booting up, it is stuck on the start screen. The device was not in clinical use. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system is not booting up, it is stuck on the start screen. The frame grabber captures the video from the allura system. During the troubleshooting fse found that issue was with bios battery. The fse replaced the bios battery. After replacement of the bios battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.